Manufacturer narrative:
The date of event is estimated as (B)(6) 2022. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly a cuff miss occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b3 - the estimated date of event (9/21/2022) was replaced with the confirmed date of event (9/12/2022). H6 - medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle device after an interventional endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred, not a cuff miss as initially reported. A new perclose device was used to achieve hemostasis. No additional information was provided.